Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient disconnected both batteries from the controller during an exchange of batteries. It was noted that the vad stop. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller (B)(6) and pump (B)(6) were not returned for evaluation. No performance allegations were made against (B)(6). A review of (B)(6) device history record confirmed that the associated device met all requirements for release. Log file analysis revealed one (1) controller power-up event, with an associated motor start event, logged on (B)(6) 2024 at 20:00:18, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that bat (B)(6) was connected to power port one (1) with 94% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that bat(B)(6) was connected to power port one (1) and bat(B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for 17 seconds. A controller loss of power event will result in the pump stopping. As a result, the reported event was confirmed. Log file analysis also revealed consistent increases in power consumption and estimated flows to parameters above the normal operating range throughout the analyzed period; however, no alarms were logged within the analyzed period. This is an additional finding not related to the reported event. Based on the risk documentation, possible root causes of the observed above normal power event may be attributed to multiple factors including, but not limited, to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. The most likely root cause of the loss of power event can be attributed to the reported double disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.